Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer reported issue was able to be replicated, a new stabilizer battery ¿sst¿ was placed. Further investigation found that the downstream occlusion (dso) seal was degraded and replaced. The device passed functional testing after the repairs. The product's service history records were reviewed and there was no indication that the complaint was related to the service of the device within the review period.

Event description:
The customer returned the device stating, ¿missing battery separators¿; during device evaluation it was found that the downstream occlusion (dso) seal was degraded. The status of the product at the time of the event was during testing. There was no patient involvement.